Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Unit has been crosslined, water in the air system, causing powder to stick together and harden in the manifold and bowl assembly, oil/water contamination in the air supply hose, clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, no powder flow due to a clogged powder bowl. No water flow due to rust buildup in the solenoid preventing proper operation, poor water flow regulation, hardened and deteriorated water supply hose. Blockage in the handpiece cable causing restricted water flow.

Event description:
Based on the device evaluation, there was no water flow due to rust buildup in the solenoid preventing proper operation, poor water flow regulation, hardened and deteriorated water supply hose. There was blockage in the handpiece cable causing restricted water flow: no injury resulted.